Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiology department the md inserted the sheath into the patient's right femoral artery. The md was inserting the catheter through the super arrow-flex (saf) sheath (8 fr) when the intra-aortic balloon (iab) became stuck. As a result, the sheath and iab were removed as one unit. Another iab-05840-u was inserted without incident. There were no reported patient complications.